Manufacturer narrative:
The returned device was evaluated and passed all visual and functional testing. The device passed simulation testing, providing expected values. The reported issue was not confirmed.

Event description:
The customer reported high spco readings. No consequences or impact to patient was reported.